Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 2000 was diagnosed as having opacified in a 2003 visit. The surgeon is planning to explant and replace lens. Visual acuity reported as 12/20 os. No further info is available at this time.